Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited black particulate matter coming out during reprocessing. The were no reports of patient involvement.